Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the spo2 alarm is muted. A philips remote clinical specialist (rcs) spoke with customer and found that the pulse label in the sector needed to be changed to pulse t for tele box and not just pulse which would be associated with the bedside monitor. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Event description:
The customer reported that the spo2 alarm is muted and also that the staff was not able to see the electrocardiogram/arrhythmia (ECG/arrh) alarms of the patient on the telemetry pic. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The customer contacted the remote philips clinical support stating the alarms are turned off at the patient information center ix (pic ix) system and needed to troubleshoot the issue. The remote clinical specialist (rcs) found that the pulse label in the affected sector was incorrectly set for "pulse" which is system pulse. When configured for "pulse", the alarm is turned off until the pulse is needed. This means that the "pulse" alarm only activates if ECG goes out and system pulse takes over for heart rate (hr). Pulse was not needed in this case since the customer was getting the hr from the ECG. Under these conditions, it appeared to the customer that the pulse was muted. The rcs further determined that the customer needed to use the label of "pulset" since the telemetry box was in use. The rcs assisted in changing the affected sector to "pulset" to resolve the issue. The investigation found no product malfunction but a misunderstanding of the system icons. This is considered a user issue.